Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 167 mg/dl. The blood glucose reading at the time of the event was 1000 mg/dl. Customer was diabetes ketoacidosis. Hospital admitted her to ICU and used insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.